Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient stated they have difficulty with charging and feels her battery has shifted or possibly tilting out. The patient has an appointment on (B)(6). Nothing has been done and this was discussed over the phone. No further complications were reported. No patient symptoms were reported.